Event description:
The pt received her scs sys on (B)(6) 2001. It was reported the pt had persistent pain at the implant site unrelated to the stimulation; there were no ipg performance issues. The physician decided to replace the ipg with a new one. It was reported the issue was resolved postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.